Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/13/2017 with the following findings: during investigation, moisture corrosion was observed on the display screen and in the battery canister. A leak test was performed, and failed due to a display lens leak. The battery compartment and cap were undamaged and able to fit securely. Further investigation revealed the pump was unable to power on, and was completely unresponsive. The pump¿s cover was removed, and further moisture ingress was found to the cgm module and to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.